Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board needs to be replaced to address the issue. However, it was not replaced as per the customer's request and therefore, the service was completed as non-confirming. Since the device is non-confirming, please refrain from using it.